Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on 04/28/2024. On (B)(6) 2024, the parent stated the pediatric patient's cgm was displaying 300 mg/dl and the bg was 80 mg/dl. There were no reported symptoms during this time. On (B)(6) 2024, the patient was with their father the patient stated they were not feeling well and had a stomach ache. The cgm was diplaying 200 mg/dl. The parent checked a bg and itw as 480 mg/dl. There was no treatment provided to the patient during this time. The parent took the patient to the emergency room and the patient was diagnosed with ketones. The patient was treated with humalog insulin (4 units). The patient stabilized and was discharged from the hospital on 05/06/2024 at 3:00am. It is unknown what time the patient was taken to the hospital on 05/05/2024. Upon discharge, the patient's bg was 125 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.